Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the incident was provided for evaluation. A visual evaluation was performed on the photograph provided, and due to the resolution of the photograph it is difficult to determine the leakage on the drip chamber. Based on the evaluation results, the reported defect was not confirmed. The exact root cause of this incident could not be determined due to not having enough evidence to support the reported incident. No sample was provided for evaluation. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: b-braun infusomat space pump low adsorption set with universal spike and spinlock connector ref 490037 was leaking from the drip chamber around the top where the red air vent is. This tubing is used for chemotherapy administration. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.